Event description:
It was reported that patient presented for scheduled procedure. At the end of the procedure while placing the dressing over site, over sensed noise was noted on atrial channel due to suspected air bubble in the header. No intervention was performed, atrial lead and implantable cardiac monitor (ICD) are being monitored. There were no patient consequences.

Manufacturer narrative:
Correction: section h6 should not include use of device problem code. It should include defective device instead.